Manufacturer narrative:
A probe sample was returned for evaluation. A device history record review for the probe's lot was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. The sample was visually inspected using 25x magnification and found to be visually conforming. Aspiration testing was performed and deemed conforming. Actuation and cut testing were performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The probe was reassembled and retested for actuation. The probe then functionally performed correctly. The complaint evaluation does confirm the probe did not functionally cut and actuate to specification. The mostly likely cause of the actuation failure was due to the inner cutting edge or foreign material impeding the movement of the cutter to actuate. The exact reason for this movement restriction cannot be determined from this evaluation. The probe was able to actuate when the probe was retest. (B)(4)

Event description:
A company representative reported that a probe was not cutting during a vitreoretinal eye surgery, however, it was aspirating. The product was replaced and the procedure was completed without consequences to the patient. There is no additional information available for this event. A product sample was requested for this event.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).